Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed a small leak from the 5 ml diluent syringe. The leak was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves, eyewear and a lab coat at the time of the incident. The fse replaced the syringe and adjusted the calibration factors following the replacement of the part due to the change in diluent delivery. This resolved the issue. The fse recommended the customer to perform a calibration with an s-cal. While onsite, the fse also cleaned the probe wipe and bleached the aspiration pathway as part of troubleshooting. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the coulter ac·t diff analyzer was failing reproducibility for the red blood cell (rbc) and hematocrit (hct) parameters. There was no exposure to open wounds or mucous membranes. There was no impact to the patient results. There was no death, injury, or change to patient treatment attributed to this event.